Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having cable issues. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed that the arterial blood pressure pigtail cable was bad. Using a functional arterial pigtail cable, the fse performed the fiber optic test and verified the outputs were within factory specifications. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected section h-6 (device problem code).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was having cable issues. The staff could not zero the pressure with the arterial adapter pigtail. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported. The biomed staff was going to provide a new arterial pigtail cable. The customer disposed of the faulty pigtail cable.

Manufacturer narrative:
Additional information: e1(event site telephone:+(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was having cable issues. A getinge field service engineer (fse) confirmed that the arterial blood pressure pigtail cable was bad. I performed the fiber optic test and verified the outputs were within specifications with a functional arterial pigtail cable. Unit passed all functional and safety tests performed. Unit was returned to the customer and cleared for clinical use. Handed over to customer in good conditions. The patient involvement is unknown.

Event description:
N/a.